Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a drop in impedance measurements to 324 ohms. It was noted the decrease in impedance measurements was less than 500 ohms. Additionally, there was no capture at 7.5 volts at 2 ms during a threshold test. Some noise was noted on the rv electrogram and the shock electrogram. The noise was oversensed and resulted in inhibition of therapy for greater than two seconds. The noise on the shock electrogram was able to be reproduced. The lead was determined to be micro-dislodged. As a result, the lead was successfully repositioned. No adverse patient effects were noted as the patient was not dependent.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.